Event description:
It was reported that while preparing for a coronary drug eluting stenting treatment procedure, the stent dislodged and stent damage was noted. While unpacking the stent system, the 3.5x12mm liberte stent was found not mounted on the stent delivery system and it was noted that the stent looked damaged. The procedure was successfully completed with another liberte device. No pt complications occurred.

Manufacturer narrative:
(B)(4).